Manufacturer narrative:
The pump was unable to vibrate due to broken vibrator wire. The pump was received with cracked case at display window corner, battery tube threads, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's vibrate option on their insulin pump was not working. It was reported that the customer's blood glucose level was 270mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced.